Event description:
This 40-yr-old pt had a bilateral subcutaneous mastectomy for fibrocystic disease in 12/92 and had these implants replaced because they were unsatisfactory. In 1991, this pt was in an automobile accident. Since that time she has suffered breast pain, short-term memory loss, fatigue and tingling in the hands and feet. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was sticky but the left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.